Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user reported that last week he suddenly could not hear with his samba audio processor in the right side after a shower. The loss of sound was sudden. This user is implanted bilaterally and he put his right processor in the left hear and he said he could hear perfectly. He feels like his hearing has not got worse but it seems as if the implant has failed. Re-implantation is considered.

Manufacturer narrative:
According to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
This user reported that he suddenly could not hear with the device implanted on the right side after a shower. The loss of sound was sudden. He feels like his hearing has not got worse but it seems as if the implant has failed. Re-implantation has been recommended however a date has not been scheduled.

Manufacturer narrative:
According to the received information received from the field and in situ testing results, a technical device failure is likely. Reportedly the recipient is able to benefit from the system again, however it seems that the failure is intermittant. To determine an exact root cause an investigation on the explanted device would be necessary. Currently no further steps are planned.

Event description:
This user reported that he suddenly could not hear with the device implanted on the right side after a shower. The loss of sound was sudden. He feels like his hearing has not got worse but it seems as if the implant has failed. Re-implantation has been recommended. As per additional information received the user is currently able to hear with the device. The ent and the user have decided not to perform any surgery at this stage.